Manufacturer narrative:
The field service representative (fsr) ran testing on the ccm and could not duplicate the reported complaint. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) displayed a 'system computer needs service' message multiple times. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) booted up as expected with no issues. The ccm local area network interface (lan/if) board was replaced as a precaution. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5.

Event description:
Additional information was received that the issue occurred during cardiopulmonary bypass (cpb). There was no delay. The surgical procedure was not completed successfully as the patient passed away. It was reported that the alleged malfunction of the central control monitor (ccm) was not related to the death of the patient.